Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No number ramping anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the bolus amounts continue to scroll. Customer stated they went canoeing while the device was double wrapped in plastic to prevent moisture damage. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 195 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.